Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that no drops of insulin were observed at the end of the tubing during the load fill tubing sequence. Reportedly, customer changed tubing and successfully resumed insulin delivery. Customer's blood glucose level was greater than 400 mg/dl.